Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). A manufacturing investigation was performed for the returned subject device. Manufacturing and inspection records indicated no problems with the subject device lot. Since no manufacturing related conditions were found, an insufficient connection with the dhs screw, probably in an oblique way, led to the deformation. Possible lateral stress may have caused the damage on the tip. This can only occur if the system was used in order to align the plate with the bone. This technique is not approved. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. In conclusion, no product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the connection screw was bent during surgery. This was not detected until after surgery when the equipment was washed. It was also reported that there was a 30 minutes delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information provided. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.